Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the power management board and completed the original repair. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) a screw fell on the power management board. The screw shorted out two conductors and the cardiosave would not power up. There was no patient involvement, thus no adverse event was reported.